Manufacturer narrative:
Product ID 97745, serial# (B)(6), product type: programmer. Patient analysis of the programmer, model 97745, s/n (B)(6) found case front cracked, main board connector pins broken and accent band scratched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4), product ID: 97745, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that they were having issues charging their implant. And the issue began about a month ago. Patient had a hard time locating the implant. The recharger would also get too hot that if they left the recharger for longer, their skin would have gotten burned. Patient was also charging the implant and the controller was black/unresponsive. During the call, there were no damages on the recharger. Patient removed the battery and plugged the ac power. Controller did not power on. Agent placed patient on a hold and when agent got back the controller was still unresponsive. Green light displayed on the ac power. The issue was not resolved. An email was sent to the repair department to replace the controller and recharger. No symptoms reported.